Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD implanted (B)(6) 2016.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The device was reprogrammed to a lower output at the clinic. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.